Manufacturer narrative:
E1, e3, e4: the initial reporters name and occupation is unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the battery alarm was a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was powered up, but not loading. No report of patient involvement, injury, or harm.